Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A23: instrument not responding. A0709: tracking issues. F1908: delay of five minutes. F26: no patient impact. G2: this event occurred in japan. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that the suction was not responding to navigation. Additional information was received. It was reported that this occurred during a procedure. There was a delay of about 5 minutes and there was no impact on patient outcome. Additional information was received. It was reported that this occurred during a sinus surgery. There was tracking issues, however, they were resolved by troubleshooting.